Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in the clinic with a controller clock not set alarm. Log file review revealed controller clock corrupt throughout the log. The error message began on (B)(6) 2022. There were no other notable alarm conditions. The cause for the clock not set alarm was unknown but as of (B)(6) 2022 the issue resolved.

Manufacturer narrative:
Updated manufacturer's investigation conclusion. Evaluation of the submitted log files confirmed the report of controller clock corrupt alarms indicating a total loss of power to the system controller that would have caused the pump to stop. A specific duration of time for which the pump was stopped could not conclusively be determined. The controller event log file contained approximately 256 events spanning an unknown amount of time. Clock invalid faults and controller clock corrupt alarms were captured throughout the majority of the file until the clock was set to the appropriate date on 26apr2022. Based on previous complaint experience, the corrupted clock is indicative of a total loss of power to the controller and the subsequent restoration of power; however, the events leading up to the loss of power could not be conclusively determined through this evaluation as the log file did not capture the onset of the event. This event appeared to have occurred sometime after 09mar 09:18:21 and before 10mar 09:18:21 based on the controller periodic log file. Also of note, the clock appeared to have been corrupted for approximately 47 days based on the controller periodic log file. Total loss of power to the system controller would have resulted in a pump stoppage. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Based on previous complaint experience, the corrupted clock is indicative of a total loss of power to the system controller. A pump stop event will not lead to a corrupted clock unless there is no external power to the system controller and the backup battery (ebb) is also completely depleted. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, introduction, addresses all pump parameters. Section 2 of the IFU, system operations, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Information regarding the varying power sources, and how to change power sources is also provided in the IFU. Section 3 of the IFU, powering the system, and section 6 patient care and management warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 of the IFU includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook contains the same warnings and steps the patient should take when going to sleep in section 2, ¿how your pump works¿ (under ¿system controller power cable connectors¿), section 3, ¿powering the system¿ (under ¿when to connect to the mobile power unit¿), and section 4, ¿living with the heartmate 3¿ (under sleeping). Section 5 of the patient handbook alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18dec2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed controller clock corrupt alarms indicating a total loss of power to the system controller. A specific duration of time for which the pump was stopped could not conclusively be determined. The controller event log file contained approximately 256 events spanning an unknown amount of time. Clock invalid faults and controller clock corrupt alarms were captured throughout the majority of the file until the clock was set to the appropriate date on(B)(6) 2022. Based on previous complaint experience, the corrupted clock is indicative of a total loss of power to the controller; however, the events leading up to the loss of power could not be conclusively determined through this evaluation as the log file did not capture the onset of the event. This event appeared to have occurred sometime after 09mar 09:18:21 and before 10mar 09:18:21 based on the controller periodic log file. Also of note, the clock appeared to have been corrupted for approximately 47 days based on the controller periodic log file. Total loss of power to the system controller would have resulted in a pump stoppage. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters. Section 2 of the IFU, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Information regarding the varying power sources, and how to change power sources is also provided in the IFU. Section 3 of the IFU, ¿powering the system¿, and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 of the IFU includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook contains the same warnings and steps the patient should take when going to sleep in section 2, ¿how your pump works¿ (under ¿system controller power cable connectors¿), section 3, ¿powering the system¿ (under ¿when to connect to the mobile power unit¿), and section 4, ¿living with the heartmate 3¿ (under ¿sleeping¿). Section 5 of the patient handbook ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18dec2018. No further information was provided. The manufacturer is closing the file on this event.